Manufacturer narrative:
The indication for the index procedure was unstable angina. The patient was found to have one-vessel disease and one lesion was treated during the index procedure. A staged procedure was planned due to time or logistics. The target lesion was the mid lad. The lesion was reported to be: de novo, a 75% stenosis, 10 mm in length, vessel diameter 2.0 mm, ostial, not a bifurcation or total occlusion, smooth, eccentric, not angulated, a readily accessible proximal segment, little or no calcium, absent of thrombus, and type b1. The lesion was not pre-dilated. A cypher select plus 2.5 x 18mm stent was implanted at 18 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The patient was discharged two (2) days after the index procedure. A phone contact with the patient at the one-month follow-up period reported the patient was asymptomatic and continuing her medical regimen. A phone contact with the patient at the six-month follow-up period reported the patient had angina and continuing her medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the database indicated that approximately four (4) months after the index procedure, the patient was re-admitted to the hospital with angina and was diagnosed with a non-q wave, non-st elevation myocardial infarction (mi). The mi was said to be target vessel related. The patient's cardiac enzymes were elevated with the troponin not done, the peak ck being normal and the ck-mb three (30 times the upper limits of normal (3x uln). Coronary angiography was done and revealed an 80% focal in-stent-restenosis (isr) of the previously implanted cypher select plus 2.5 x 18 mm stent in the mid left anterior descending (lad) coronary artery. The restenosis was treated by balloon angioplasty using a cutting balloon. The residual stenosis was 0% after the re-percutaneous coronary intervention (pci). The event of mi was reported to have a high probable relationship to the device/procedure, event severity was mild, and was a serious adverse event (sae).